Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for patient 5 of 5 (revised for structural failure). The bone joint article "long-term follow-up of custom cross-pin fixation of 56 tumour endoprosthesis stems" cites the following: "of the structural failures...due to a fatigue fracture...of the proximal stem".